Manufacturer narrative:
The manufacturer previously reported a ventilator's screen went black. The patient had a slight desaturation and was placed on another ventilator without incident. There was no allegation of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. The device operated and alarmed to design specifications.

Event description:
The manufacturer received information alleging a ventilator's screen went black. The patient had a slight desaturation and was placed on another ventilator without incident. There was no allegation of patient harm or injury. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.